Event description:
Reporter alleges the pt had a left mastectomy and implant placed due to cancer and later had a right implant placed due to "suspicion". Reporter also alleges the pt's implants are becoming smaller, pt is developing some local pain (right greater than left) without history of trauma, pt denies change in texture/firmness, she has some systemic complaints but does not know if they are related.